Event description:
Consumer complaint of low blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 80-100 mg/dl fasting. Verified the strips expire (B)(6) 2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory: 1:60 mg/dl (B)(6) 2015 10:45:00 pm fasting:yes, 2:64 mg/dl (B)(6) 2015 10:41:00 pm fasting: yes, 3:65 mg/dl (B)(6) 2015 10:39:00 pm fasting: yes. The true result meter gave results that were lower by 20 points than the accucheck nano meter. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor fill.